Event description:
Consumer reported: while using the brush, the head released and the metal probe caused damage to her palate and chipped a front tooth. The head also released when she turned the brush on without brushing. No medical intervention was reported.

Manufacturer narrative:
The body was made at the following location. Contact MFR: (B)(4). Conclusion: consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.